Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor "had not been turning on." A new power cord may be tried, or the monitor will be replaced. Successful transmissions had been received from the monitor in the past. No patient complications have been reported as a result of this event.